Manufacturer narrative:
H.6 investigation summary: two photos and two loose 10ml syringes, one filled with unknown clear liquid and capped with a white tip cap, were received. The samples were visually evaluated. One syringe was observed to have a small embedded particle in its luer collar, level 2 in size, which is acceptable per product specification. One syringe was observed to have three embedded foreign matter particles in its plunger rod. The particles were smaller than level 3 in size and acceptable per product specification. Potential root cause for the embedded foreign matter defects is associated with the molding process. Since the defects observed are within the acceptable limits, no corrective actions are necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringes 10ml ll bns experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: we have received this from a customer. 1 syringe was already filled with oxybutynin, the other syringe not yet. No patients are involved. Article number: 301029 (10 ml syringe); batch: 8276537; total received = 15 boxes (15 x 850 pieces). 1 x syringe with foreign embedded matter in the plunger. 1 x syringe with black dots at the tip of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 10ml ll bns experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: we have received this from a customer. 1 syringe was already filled with oxybutynin, the other syringe not yet. No patients are involved. Article number: 301029 (10 ml syringe), batch: 8276537, total received = 15 boxes (15 x 850 pieces). 1 x syringe with foreign embedded matter in the plunger. 1 x syringe with black dots at the tip of the syringe.